Event description:
It was reported that the patient presented in the clinic with infection at the implanted device pocket site and pocket erosion. The implantable cardioverter-defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The physician explanted the ICD and right ventricle lead to solve the issue. The patient was in the recovery phase.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.